Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic hysteroscopic procedure, the loop wire at the distal end of the hf resection electrode broke about 0.5mm from the distal end and the fragment most likely fell into the patient¿s body. Then, the user continued the procedure with another resectoscope and electrode, but the electrode broke again 0.2mm from the distal end. An x-ray was taken where no foreign objects were noted. The intended procedure was successfully completed without significant prolongation and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, based on the customer's event description, the reported damage was most likely caused by thermal overload due to the unintended contact with an iud embedded in the tumor that was to be removed during the procedure. It is assumed that the short circuit that occurred as a result of the contacting caused the cutting wire of the electrode to melt at the contact point, since no loop fragments could be localized in the patient¿s body. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions and the reported event/incident will be recorded for trending and surveillance purposes.